Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by failure analysis. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. Root cause of thermal damage on the bipolar yaw pulley is attributed to inadvertent energy application from a bipolar instrument.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had damaged plastic near one of the arms. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: a small fragment is missing from the tip of the instrument. There is no report of fragments falling off the instrument while it was in use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A piece measuring at approximately 0.58 mm x 0.29mm was missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.